Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator, while in use, had an error code indicating ventilator restarted. Reportedly, the nurse was in room when the issue happened, and the unit continued to ventilate the patient. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer was advised by technical support to perform full performance verification on unit. Further information is pending.